Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds). The article indicated that three (3) patients ¿died of heart failure after sepsis.¿ further follow up did not yet yield any additional information. The device/death-relatedness has been requested, but not yet received.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The date of death is purely an estimate, as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is female and the baseline age is 62 years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: myocardial tissue characterization by cardiac magnetic resonance imaging using t1 mapping predicts ventricular arrhythmia in ischemic and non-ischemic cardiomyopathy patients with implantable cardioverter-defibrillators. Heart rhythm. 2015;12(4):792-801. (B)(4).